Manufacturer narrative:
The kit containing cc1.p1 and the ip2 introducer (ip2p) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause could not be determined. However, the probable root cause for the reported complaint could be due to human misuse as the customer was going off label for the use of the ins030 hand drill. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 1722447-2024-00004: a facility reported that during use of the hand drill and the licox drill bit (ip2p), it was impossible to put the licox drill bit properly in the hand drill, so the patient had a subdural hematoma. The hand drill chuck does not open enough to put the ip2p drill bit inside, and it seems to be a compatibility issue. Additional information was later received as follows: "during an implantation of ptio2 in intensive care, the ip2p substitution kit was used. The drill bit contained in the ip2p kit was used with the integra hand drill ins030. The drill bit was loose and became unfit from the hand drill in the patient's skull. The resuscitator had to remove the wick by hand. Bone splinters were identified on the CT scan as well as an intra-parenchymal hematoma on the side, linked to the introduction of the drill bit." The incident led to extension of the duration of hospitalization and reinforced monitoring.

Manufacturer narrative:
Additional information received as follows: correction name of hospital: (B)(6). Patient 39 years old, 94kg.